Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified and 99% stenosed below the bifurcation of a right coronary artery. An nc trek balloon catheter was being advanced over a pilot 50 guide wire when there was resistance felt. The guide wire and the balloon catheter were withdrawn and flushed with saline. The guide wire was advanced to the lesion again and the balloon catheter was being advanced when resistance was again noted. Another pilot 50 guide wire was used with the same balloon catheter for pre-dilatation and a xience xpedition stent was deployed to successfully complete the procedure. After the procedure the guide wire felt slightly sticky and it felt like the hydrophilic coating was coming off. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.